Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely no signal under all channels occurred due to failure of printed circuit board and video connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the video system center had no signal under the serial digital interface channel. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. It was found that there was no signal under all channels due to a defective printed circuit board. Additional reportable malfunction found; the image was noisy due to a loose video connector. An error code was reported due to a defective printed circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.